Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported leak was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that prior to use of the 2.25x15mm xience alpine stent delivery system (sds), the balloon of the stent was leaking when negative pressure was applied. Additionally, air bubbles were observed during aspiration and saline was dripping. Therefore, the sds was not used in the procedure. Another stent was used to completely the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.